Manufacturer narrative:
Additional information: it was inadvertently left of the initial MDR that per the medtronic representative, the site's biomed cut the power cable and repaired it himself. On 03/06/2017, it was reported that at the site has opted to leave their equipment on the imaging system for now without it being replaced.

Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system was not charging. The representative noted that the power cable prongs were loose and sparks appeared when plugging the cable into an outlet. The site was able to gather their navigated spin before powering down the system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.